Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a rotation issue with a 30-degree endoscope. The caller reported that the surgeon was not able to rotate the scope or flip from up to down. They decided to replace the scope and issue was resolved. The faulty endoscope was replaced with a spare endoscope. The procedure was successfully completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the user experienced a rotation issue with a 30-degree endoscope, an investigation was completed to determine the cause of this reported event. The caller, a robotics coordinator, (roco) reported that the issue was resolved by replacing the affected endoscope with a spare endoscope. There was no onsite service conducted. From available information, there is no return material authorization (RMA) associated with this complaint. At this time, there is no evidence that an isi device caused or contributed to the reported issue. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. The probable root cause of the alleged endoscope issue cannot be determined based on the provided information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.